Manufacturer narrative:
Testing of 1 opened and 1 used reservoir showed that they functioned properly. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the plunger rod was stuck on the reservoir and could not be removed. Nothing further was reported.